Event description:
A surgeon reported that during a retina procedure there was poor aspiration from cutter. The issue was resolved by replacing the product with another without any consequences to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).